Event description:
It was reported to medtronic neurosurgery that a pt implanted with a strata ii valve returned to their doctor with symptoms of hydrocephalus. The physician felt that there might have been an obstruction in the valve or the catheters so they decided to operate on the pt and determine if there was an obstruction. The valve was explanted from the pt during this operation and new strata ii valve was implanted. It was also reported that the pt is now better and their newly implanted strata ii valve is working perfectly.

Manufacturer narrative:
The valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It met all of the requirements for the siphon, leakage, preimplantation, and pressure-flow tests. It did not meet requirements for the reflux test. Proteinaceous debris was observed in the interior of the valve. Debris within the valve can hold pressure-flow controlling mechanisms open resulting in fluid reflux. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of mfg records showed no anomalies.